Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit for distal locking did not target the cannulation in the nail, but passed anterior to the nail (i.e this was confirmed on lateral fluoroscopy). The surgeon was not able to use the aiming arm/insertion handle to distally lock the nail - he had to use fluoroscopy and lock freehand. The surgeon reportedly used the correct aiming arm, had confirmed the coupling was secure between nail/handle and handle/aiming arm, and used the correct locking option in the aiming arm. Delayed procedure due to freehand locking 30 minutes as the distal targeting failed. The outcome was satisfactory. This report is for the unknown drill sleeve. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the drill sleeve, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.